Event description:
A patient reported that it seemed like the device was not working. The patient reported they had a very invasive whipple procedure on (B)(6) 2016. During the report, they increased stimulation from 1.6 up to 2.2 and they were not getting the stimulation that they had been getting. The patient noted they had been having trouble with incontinence and had several hospital stays. They stated that the issues started "end of (B)(6)beginning of (B)(6)". The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.